Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion test @ 9.38psi. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 1-oct-2024. H3 and h6. Codes: updated. Device evaluation: one device was returned for analysis. Visual and functional testing was performed, and the reported issue was not able to be duplicated. It was determined that a possible cause could be a defective downstream occlusion sensor (dso) due to signs of fluid ingression. Fluid ingression was found on the downstream occlusion (dso) sensor, and the dso sensor was replaced to resolve this issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.